Manufacturer narrative:
(B)(4) for the event: catheter torn. The returned unit presents the working length twisted, the cutting wire intact and blackened, and the distal pierce hole melted/torn. Due to the torn distal pierce hole, the cutting wire was displaced by 12mm thereby shortening the exposed cutting wire length. As a result, the device failed to bow. The investigation was unable to confirm the reported complaint that the cutting wire was broken. However, the catheter was found to be melted/torn and the working length was twisted. Review and analysis of all available information indicated the most probable root cause for this event was operational context, since procedural or anatomical factors could have affected the device integrity and its performance. The device history record review found the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that an ultratome xl was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, when performing the sphincterotomy(est), the cutting wire broke. No part of the cutting wire detached from the device inside of the patient. The device was removed from the patient and a second ultratome was used to complete the procedure successfully. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good". This event has been deemed reportable based on the investigation finding: catheter split/torn. Note: the event of cut wire broken was reported via asr on (B)(4) 2013. The investigation results found the catheter to be torn, which is a reportable, non-asr failure; therefore, this MDR is being submitted.